Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. A review of the user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient reported that they had a previous case of peritonitis while requesting an order for masks due to covid-19. There were no reported issues with any fresenius device or product in relation to the reported event. During follow up the pd nurse reported confirmed the patient had pd culture (obtained (B)(6) 2020) yielded growth of staphylococcus epidermis and the patient was diagnosed with peritonitis. Per the nurse, the patient was treated on an outpatient basis with intra-peritoneal (ip) vancomycin and ceftazidime. Reportedly, the patient has since recovered. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius device/product in relation to the event. According to the nurse, the patient¿s peritonitis was associated with touch contamination as the patient has a history of non-compliance to infection control procedures during pd. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set or product deficiency was associated with this event. The patient¿s pd culture yielded growth of staphylococcus epidermis which is a bacterium known to reside on human skin. Therefore, based on the information available the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s pd nurse. Peritonitis is a well-known potential complication in pd patients that is often associated with touch contamination during the pd exchange.